Manufacturer narrative:
Report source: director of clinical engineering cad performed a site visit at university of (B)(6) hosp authority on (B)(6) 2019 in an attempt to investigate and test the sequestered devices. However, upon arrival the devices were unavailable. 41 randomly selected devices from the hospital's devices that were 'ready for use' were selected. These devices were unrelated to the incident but were tested for rate accuracy, 4 out of 41 were found to be over infusing during asm rate accuracy testing. The 4 devices were supposed to be returned for further investigation but were not sequestered or returned by the customer. The reported experience of over infusions could not be further investigated as no devices were provided for this investigation. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently.

Event description:
The customer reported a suspicion that some infusion pumps were potentially out of calibration after servicing. They lease their infusion pumps from a third-party medical equipment rental agency. The manufacturer performed preliminary delivery accuracy testing at the user facility. Four pumps were found to be out of specification. The biomedical engineering team removed the devices from service when they became aware of the potential issue; there were no reports of any events while these devices were in use. There was no recent patient involvement as the devices were sequestered. No additional information was available.